Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 343 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.